Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential noise and oversensing. The patient reported waking up with chest pain after the shock was delivered. The field representative was able to recreate the noise in the clinic while having the patient lay on their right side while in the alternate sensing vector. The s-ICD system remains in service, but was reprogrammed to the secondary sensing vector. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential noise and oversensing. The patient reported waking up with chest pain after the shock was delivered. The field representative was able to recreate the noise in the clinic while having the patient lay on their right side while in the alternate sensing vector. The s-ICD system remains in service, but was reprogrammed to the secondary sensing vector. No adverse patient effects were reported. Additional information was received indicating the electrode was fractured. Subsequently, the patient underwent a revision procedure and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential noise and oversensing. The patient reported waking up with chest pain after the shock was delivered. The field representative was able to recreate the noise in the clinic while having the patient lay on their right side while in the alternate sensing vector. The s-ICD system remains in service, but was reprogrammed to the secondary sensing vector. No adverse patient effects were reported. Additional information was received indicating the electrode was fractured. Subsequently, the patient underwent a revision procedure and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.